Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.25mmx16mm synergy drug-eluting stent was advanced to treat the target lesion; however, the stent was noted to be lifted. The device was completely removed from the patient's body and the procedure was completed with another synergy drug-eluting stent. No patient complications were reported and the patient's status was good.